Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, cubie did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available.a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist (tss) remotely accessed the system and performed testing using the tester application. The open function returned a "general_failure" error. Based on the testing results, the tss determined that the cubie had failed and needed to be replaced by the pharmacy user. The tss then closed the case.